Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for follow-up, increase in rv threshold was observed. Lead dislodgement was noted. Lead was repositioned successfully. There were no complications during the procedure. Patient tolerated the procedure well.